Manufacturer narrative:
Problem code a0402 captures the reportable event of balloon burst. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cbd dilation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, it was noted that the balloon burst at 12atm. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result. Visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to two pinholes in the proximal section on the body of the balloon. Microscopic inspection confirmed the two pinholes. The presence of pinholes does not confirm the reported event of balloon burst. It is possible that interaction with the scope and other devices during the procedure could create friction on the balloon, causing the pinholes in the balloon during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cbd dilation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, it was noted that the balloon burst at 12atm. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.